Manufacturer narrative:
(B)(4). Catalog # ni, unknown shoulder stem, lot # ni, catalog # ni, unknown shoulder glenoid, lot # ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03379, 0001822565-2018-03382 remains implanted.

Event description:
It was reported patient underwent a shoulder arthroplasty procedure. Subsequently, patient is experiencing unknown complications. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient is experiencing pain five years post primary shoulder and is scheduled for a future revision to convert to a reverse shoulder. No further information is available as the patient has not yet been revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient has been revised to address pain attributed to implant fracture as indicated in preoperative imaging indicating loss of joint space represented by glenoid component (erosion), lucency around glenoid component, partial tear of subscapularis, and bone loss. The patient was bone grafted and the arm is currently immobilized. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is experiencing increasing problems with their right total shoulder arthroplasty six year post primary implantation. The patient was diagnosed with pain secondary to rotator cuff tearing. The devices remain in good position and appear well fixed in imaging. The glenoid component exhibits signs of breakage or wearing as exhibited by lucency in imaging. Bone loss has also been noted. The patient has not been revised, but has elected for a future revision. No further information available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient has been revised to address implant fracture. The patient was bone grafted and the arm is currently immobilized. No further information has been made available at this time.

Manufacturer narrative:
Investigation has identified that this device did not cause or contribute to the reported event. Please void this submission.

Event description:
Investigation has identified that this device did not cause or contribute to the reported event. Please void this submission.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.